Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "there was damaged tubing of the wingset utpbbcs. A hole on the tubing was discovered for some products."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and upon completion, the indicated failure mode for damaged (cut) tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bd has initiated further root cause investigation relating to the issue of damaged (cut) tubing through corrective and preventive actions. CAPA pr #4688284 has been created in relation to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "there was damaged tubing of the wingset utpbbcs. A hole on the tubing was discovered for some products."